Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The patient has not received any additional medical intervention to date. The case session files were not available from the hospital, and could not be reviewed. Complaint and service history was reviewed from the site, and no issues related to the patient's original case could be identified. The root cause is unknown at this time. The investigation is still open, and a supplemental report will be submitted if required.

Event description:
A patient contact mako regarding pain after approximately 16 months after receiving a partial knee replacement. The patient had pre-existing issues with his knees due to a genetic disorder and a traumatic injury.